Event description:
A biomedical tech called in to report that the landmarx evolution plus system was turning off at random. This did not occur during surgical use and no pt was involved.

Manufacturer narrative:
No pt was present when this issue occurred. A medtronic rep visited the site and inspected the system. It was working fine. The on/off button depth was set correctly. She didn't change anything, and the site has used the system without issue several times since. Unable to replicate issue.